Manufacturer narrative:
The customer says they got intermittent signal loss on the cns from the telemetry units in the 4 north department of the hospital. There are patients on unit but no patient harm has been reported. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available

Event description:
The customer says they got intermittent signal loss on the cns from the telemetry units in the 4 north department of the hospital.